Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 18:23:36. During night drain cycle five, the patient's ultrafiltration reading was 1238ml, indicating the home patient (hp) drained 1238ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported problem. A return instrument test/evaluation (rite) functional test and rite electrical test were performed without noting any issues related to the reported problem. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles that advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.